Event description:
A malfunction was reported, accompanied by a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and informed to call back if the issue happened again, which was acknowledged and understood by the customer.